Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During mapping, the lp was being repositioned when it was noted the helix had become extended. The lp was exchanged, and the procedure concluded without issue. The patient was stable.